Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that the system was not returned.

Event description:
Related manufacturer reference number: 2017865-2023-05628, related manufacturer reference number: 2017865-2023-05630, related manufacturer reference number: 2017865-2023-05631. It was reported that a patient presented with in-clinic for a system explant procedure. Prior examination of the patient's system revealed an infection. The entire system was explanted on (B)(6) 2023. The patient was recovering and no additional symptoms were reported.